Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. A video was provided which showed five implants. The cartridge preparation was not shown. Three of the videos did not show a full view of the lens loading. Four of the videos showed a slight plunger override. One of the videos showed an override which folded the trailing optic edge over. All of the lenses were marked near the peripheral edge. This appeared to be the posterior surface. All of the lenses were left implanted. A qualified lens model/diopter and handpiece were indicated with a non-qualified viscoelastic. A video was provided. The video showed five implants. No identification was provided for the lenses in the video. The cartridge preparation was not shown. It cannot be determined if adequate viscoelastic was placed into the cartridges. Three of the videos did not show a full view of the lens loading. Four of the videos showed a slight plunger override. One of the videos showed an override which folded the trailing optic edge over. This may be a contributing factor. All of the lenses were marked near the peripheral edge. This appeared to be the posterior surface. All of the lenses were left implanted. The root cause for the reported lens damage may be related to a failure to follow the IFU (instructions for use). A non-qualified viscoelastic was indicated. The IFU instructs: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The handpiece IFU instructs: important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, something like a scratch was found on the optical surface after implantation. The surgery was completed without product replacement and the lens remains in the patient eye. There was no visual loss and no patient harm. The incision size was 2.4 mm. There are six medical device reports associated with this report. This is 5 of 6.